Manufacturer narrative:
The strain relief was not returned to heartware for analysis. The hvad® pump (B)(4) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Post-explant visual inspection did not reveal any conditions that would have contributed to the reported event. The cause of the event cannot be conclusively determined at this time. Based on the review of the information available, there is no evidence to suggest that a device malfunction led to the reported event. Of note, ifu00001 revision 16 warns that safety and effectiveness in persons less than 18 years of age has not been established.

Manufacturer narrative:
Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Three days after implantation the patient experienced cardiac tamponade that required reoperation. Signs included rise in central venous pressure, decreased estimated lvad flow and no pulsatility. The source of the bleeding was identified as an abrasion on the right ventricular epicardium that was reported to be due to the silicone sleeve portion of the strain relief. A gortex sleeve was applied and the patient was transfused. The patient recovered without further incident and was transplanted on (B)(6) 2013. Device has been returned for evaluation and investigation is ongoing.

Manufacturer narrative:
The devices has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.